Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid-lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon was being used to predilate the lesion prior to placement of a duraflex 3.0/18 mm stent. It is noted that slight resistance was met with insertion of the maverick2 monorail balloon. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to succesfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.